Event description:
It was reported by the clinic that following the installation of upgraded software to the programmer, the programmer had telemetry difficulty with wireless devices and that there was a delay in starting the pacing upon the completion of threshold testing, as well as a delay in printing to pdf. Follow up testing is ongoing. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.